Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an error in issuing medication. The technical support specialist stated the item was issued on time. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medbank system medication was not added. The user was unable to issue morphine sulfate 20mg/ml medication to patient. However, there were no adverse events or injuries reported based on this event.